Event description:
Clearview uterine manipulator was inserted into pt. While attempting to inflate balloon, luerlock was found broken and balloon could not be inflated. Manipulator was removed. FDA safety report ID# (B)(4).